Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported a steam pop and atrioventricular block remain unknown.

Event description:
During an atypical flutter procedure, a steam pop and then an atrioventricular block occurred during ablation. The diagnostic catheter was used to create a map of the atrium. When attempting to advance the catheter through the introducer, resistance was noted. When the catheter reached the atrium, all signals containing b3 had noise and visual inspection revealed some damage to the electrode. The catheter was exchanged to continue the procedure. Then, while ablating, a steam pop occurred during the first application of the case. The catheter was located at the ostium of the coronary sinus but not with very high impedance. Rf was applied with the ampere generator, and after some seconds of application, impedance started to go down and an audible steam pop was noted. There was no perforation noted, but there was an av node block during the next application because it was located very close to the his. A pacemaker was implanted to treat the heart block and the patient has been discharged.